Event description:
It was reported that during a single site laparoscopic cholecystectomy procedure, the device ripped along the middle section of the sleeve. It was taken out and replaced to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned with the retractor torn. Due to the condition of the returned device no functional testing could be performed. The reported incident was confirmed however how the damage occurred could not be ascertained. We have documented the circumstances as they were reported to us. A valid lot/batch number was not received therefore the device history review could not be performed.